Event description:
It was reported that pump malfunction occurred with code 12, with no notable events prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if issue occurred again, which customer acknowledged and understood.